Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and a condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded motor, which was replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported by a manufacturer repair technician that the handpiece overheated during testing. This was found through analysis based on a customer report that the device gave an error message on the console. There were no reports of any patient involvement, and no adverse consequences were reported as a result of this event.